Event description:
Per the clinic, the patient experienced skin infections at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2020 under general anaesthetic in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.